Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in: (B)(6).

Event description:
The customer complained of a questionable inr result from their coaguchek xs meter serial number (B)(4) compared to the thromborel's laboratory method. The result from the meter was 4.7 inr. Within 30 minutes the result from the laboratory method was 3.6 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer has had no significant recent dietary changes. The customer's dosage and recent inr results have been consistent. The investigation is currently ongoing.

Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated master lot on internal reference meter. Testing results: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in the scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.